Manufacturer narrative:
The monitor tech reported that the cns did not produce an audible alarm when the spo2 fell to 76, however the device did flash. The lower limit was set to 85. Nihon kohden clinical application specialist spoke with the monitor tech and confirmed that the sp02 did show in alarm history. Clinical settings are confirmed to be correct and is audibly alarming now. No patient harm was reported.

Event description:
The monitor tech reported that the central nurses' station (cns) did not produce an audible alarm when the spo2 fell to 76, however the device did flash. The lower limit was set to 85.

Manufacturer narrative:
(B)(6) reported on (B)(6) 2018 that their mu-971ra (sn: (B)(6)) did not alarm but flashed when sat fell to 76. The customer spoke with nka clinical application specialist (B)(6) and stated that the spo2 lower parameter was set at 85 when the spo2 alarm was seen. They were the only one at the cns and also reported that this issue has happened before on another patient. The spo2 was confirmed to have shown in the alarm history and clinical settings were confirmed to be correct. The unit was audibly alarming at this point in time. Service requested: troubleshooting. Service performed: multiple attempts were made to contact customer for further investigational information. Customer was unresponsive. Investigation result(s): root cause of the issue could not be determined due to lack of provided information from the customer regarding troubleshooting/resolution details and being unable to obtain the unit for evaluation/investigation. Multiple attempts were made to contact the customer for further information however, the customer was unresponsive. Investigation will continue using available information within the complaint record. Trending analysis found two similarly reported issues regarding mu-971ra and missed alarms. The similarly reported issues were either resolved through properly seating the sound cable or restarting the unit. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Possible causes of the issue are lack of preventative maintenance being performed, degradation of device components due to age and use over time, or loose external components (sound cable not properly seated). There is no suspected adverse trend and there is no indication of design deficiency as the unit was shown to be functioning as intended after talking to nka clinical application specialist. Further information is unattainable at this time and investigation by qa has been completed. Corrected information: g4. Date received by manufacturer: should be 05/31/2018 not 06/29/2018 as listed on MDR initial report.

Event description:
The monitor tech reported that the central nurses' station (cns) did not produce an audible alarm when the spo2 fell to 76, however the device did flash. The lower limit was set to 85.